Event description:
It was reported that a user experienced loss of sensor glucose readings on the ilet after a dexcom g7 sensor change, with an on-device sensor error advising a recheck after several minutes and an urgent low alert active; the user planned to verify glucose with a fingerstick once safely able to do so. Symptoms included possible hypoglycemia awareness uncertainty without weakness, fatigue, or presyncope. Outcomes included no injury, no medical intervention beyond self-monitoring guidance, and no hospitalization. Investigation included troubleshooting and education regarding waiting for sensor recovery and confirming accuracy with a glucometer within an acceptable margin. Investigation of this case revealed a temporary sensor data interruption affecting communication to the ilet without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely transient sensor error or intermittent signal loss between the dexcom g7 and the ilet.